Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed loss of capture (loc), noise, and low pacing impedances with isometrics. A lead insulation issue was suspected. The patient was experiencing bradycardia in the 30 beats per minute range and was experiencing shortness of breath, lightheadedness and dizzyness. Ultimately a lead revision procedure was performed where the lead was surgically abandoned and replaced. The device remains in service.